Manufacturer narrative:
Part 314.467, lot 9824238: release to warehouse date: august 28, 2015. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: the t8 stardrive screwdriver shaft (314.467) is a common trauma instrument, noted in 30 system technique guides including: 2.4mm va lcp distal radius, compact distal radius and modular clavicle plate. In each instance, the instrument is utilized for screw insertion/removal. The returned instrument was examined and the complaint condition was able to be confirmed as the device was found to have a twisted tip. No definitive root cause was able to be determined however the failure mode is typically associated with the application of excessive force during screw insertion/removal; based on the direction of the twisted tip, the failure occurred during removal. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis was possible due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: there was reportedly no patient involvement. Unknown date in 2017. (B)(4). Device is an instrument and is not implanted/explanted. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, upon inspecting devices after sterile processing, it was discovered that the tip of a synthes t8 stardrive screwdriver shaft had a damaged tip. The device had been used previously in a procedure on (B)(6) 2017; however, it was confirmed that the hospital did not report any intraoperative issues with the device as the procedure was completed successfully without any delay. There is no patient or procedure involvement related to this complaint. (B)(4).